Event description:
On (B)(6) 2012, the patient reported that while he was in the hospital, for a stroke caused by a cardiac infarction, he noticed insulin inside his infusion device on (B)(6) 2012. The patient stated that his blood glucose levels had been normal and the hospital left him on the infusion device. He felt wetness and his pajamas were wet with insulin. The insulin cartridge was still inside the infusion device, but it was empty. The patient thinks a rubber seal inside the insulin cartridge caused the cartridge to leak inside the infusion device. The patient's blood glucose levels rose to 380-550 mg/dl due to the insulin leaking. The hospital took him off of the infusion device and began insulin injections. The patient stated he would have been able to treat himself if the nurses were not there. The patient's normal blood glucose range is 160-200 mg/dl. The insulin cartridge and infusion sets have been discarded and therefore cannot be returned for evaluation. The infusion device was replaced and requested to be returned for evaluation.